Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 10 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was not feeling well, associated with shortness of breath and dark urine for three days. The device was reported to have low flows for unknown period of time and was not reported by the patient. The patient was admitted to the hospital stepdown unit and a pump stoppage was observed. The patient was reported to be unstable and was moved cardiovascular intensive care unit. Additional pump stoppages were reported and the device was producing a grinding noise on auscultation. The driveline was disconnected from the system controller and pump support was terminated. The clinicians added that as of (B)(6) 2017, the patient remained stable, without inotropic support and no plans of performing pump exchange.